Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Diagnostic methods included examination/palpation. The patient reported that there was burning symptomology over the implantable neurostimulator (ins). Later the patient reported that they no longer had the burning sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
It was reported the patient had burning symptoms over the stimulator. The patient was given trigger point injections to the area of burning. The etiology was the stimulator pocket and was possibly related to the device and therapy and not related to the implant procedure. The event was ongoing.